Event description:
Facility administrator, stated that the blood leak alarm went off after 30 mins into treatment. It was the 21st use of the dialyzer. Pt lost 268ml blood and it was not returned. No medical intervention necessary.